Event description:
It was reported during numerous phone calls by the patient over 21 months that he has experienced pain, pain when moving arm, pain when moving jaw, pain radiating from behind the device, pain when touched, soreness, puffiness, swelling, redness) in the area of the implanted device. The patient has also reported going to the emergency room, being told there was infection, and given antibiotics. The patient reported wishing to have the device removed as the pain is bad enough that he would rather take his chances without the device, and has also reported that "something is wrong with the ICD". The patient has been referred to his medical caregivers on numerous occasions. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.